Event description:
It was reported that upon review of the merlin.net transmission, the right atrial lead exhibited oversensing, resulting in inappropriate auto mode episodes. It was also noted that the lead exhibited chronic low pacing lead impedance and varying capture thresholds. On (B)(6) 2017, the asymptomatic patient presented for scheduled lead revision. During revision procedure, insulation anomaly was noted. The lead was explanted and replaced with no adverse consequences. The patient remained stable through the event and would continue to be monitored.